Event description:
The end user reported while unloading a patient from the ambulance, the safety bar allegedly did not engage with the hook and the stretcher lowered from the ambulance prior to the legs being fully extended. The end user advised the patient denied any injury as a result and the transport was completed with the subject stretcher. An authorized field technician was dispatched to conduct a visual and functional evaluation of the subject stretcher at the customer's location. It was confirmed the safety bail spring on the patient right of the assembly was broken and could have contributed to the safety bail assembly not engaging with the hook. The safety bail assembly was repaired, a preventive maintenance was conducted and the stretcher was returned to service.